Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation.exterior physical visual inspection passed.the receiver charge and booting. Download receiver log andreceiver. The findings no. Errors and "reboot receiver/ recovery" were not found in the investigation window. The complaint could not confirmed for receiver initializing screen without manual restart because receiver perpetually rebooting, errors and "reboot receiver/ recovery" were not found in the investigation window.